Event description:
It was reported that there was a temporary loss of the cardio-respiratory data of the pts who are connected to the monitors; then spontaneous "re-start". No pt injury was reported. (B)(4).

Manufacturer narrative:
It should be noted that the logs sent by the complainant are from two different pt monitors. For the first monitor, (B)(4), draeger reviewed the incident info and electronic diagnostic logs that accompanied the original notification and confirmed the report. The software has been revised to prevent this possible scenario from occurring. The monitor provides an audible tone at power on, power off, and upon reset. There was no pt injury reported. No corrective actions are planned by the MFR at this time. We will continue to monitor for similar reports of this condition.